Manufacturer narrative:
(B)(4) date sent: 6/18/2026 b3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished ecs29b, with lot number c9dx2k, and no non-conformances were identified. Additional information was requested and the following was obtained: 1. Were there any adverse events (i.e. Infection/complication etc), patient consequences or harm to the patient? Ans: no infections or post op complications 2. Was the surgery completed successfully? If yes, how? Ans: yes. Anastomosis trimmed over area which did not cut, handsewn anastomosis done 1/2 circumference - anterior lateral. Anastomosis assessed with colonoscopy 3. Did the issue result in additional medical/surgical intervention (i.e. Revision surgery etc) for the patient? Ans: additional procedure and extra ot time 4. What is the patient¿s current status? Ans: discharged day 7 post op. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? How may counter-clockwise revolutions of the adjusting knob were used to open the device? Did the healthcare professional receive audible & tactile feedback when firing the device? Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What was the additional procedure performed? Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Thank you. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, after firing, surgeon check donut. Distal donut is incomplete. Surgeon needs to suture manually on the anastomosis. No patient consequences were reported.